Manufacturer narrative:
A ge service representative performed an onsite investigation. The system nodes were reflashed and the calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication error and after rebooting, the system would not produce fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.